Event description:
It was reported by the rep that prior to a case, it was noticed the obturators are not fitting into the sleeves. Appears to be a 12mm obturator and a 11mm sleeve. (The obturator is marked as a 11mm). Another device was used to complete the case. There was no adverse consequence to the pt. Three devices are being returned. (Devices part of a lap chole kit (B) (4)).

Manufacturer narrative:
(B) (4). (B) (4). Mixed obturator. Evaluation summary: the analysis results found that the instrument was returned with a 12mm obturator labeled as an 11mm obturator. Due to the returned condition "the obturators are not fitting into the sleeves". A preliminary investigation process has been initiated to address the found condition. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.